Manufacturer narrative:
The t:slim x2 pump user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the "fill tubing alert" screen, and the customer was unable to clear it. Additionally, the customer received a minimum fill message after loading a cartridge with 100 units of insulin. Subsequently, when attempting to clear the alert, the customer attempted to fill the tubing while connected to the infusion set tubing. Reportedly, the customer inadvertently may have received 0.6 units of insulin prior to removing the tubing at the time of the call, the customer's blood glucose (bg) level was stable at 119 mg/dl. The customer reported if bg level decreased, sugar would be consumed. During troubleshooting with tandem technical support the screen was able to be cleared. The customer successfully added additional insulin and completed the load process successfully and resumed insulin delivery. Tandem technical support offered to follow up with the customer to ensure bg level stayed within target range; however, the customer declined.